Event description:
It was reported that a user of the ilet experienced sustained elevated blood glucose readings, with a highest documented value of 311 mg/dl, without visible site issues while using contact detach infusion supplies, and completed troubleshooting and education with a supply change. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, injury, or other clinical impact beyond elevated glucose. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device site issues observed and no confirmed device malfunction, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.